Event description:
A company representative reported that the locking cover of an ozark plate fractured and migrated post-operatively. Revision surgery has not taken place nor been scheduled. No adverse consequences were reported.